Event description:
A report was received that the patient was having discomfort at the pocket site and difficulty charging the ipg. The patient will undergo a revision procedure wherein the battery will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having discomfort at the pocket site and difficulty charging the ipg. The patient will undergo a revision procedure wherein the battery will be replaced and relocated.